Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Organic silicone was identified on the device. Based on the results of the legal manufacturer's investigation, the white substance was found to be organosilicone. Organisilicone is sometimes contained in defoamers and other chemicals, but the source was unable to be identified. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the reprocess of the subject device with an olympus automated endoscope reprocessor model oer-5 (not available in the USA) it was found that white crystals had adhered on the cap of the subject device. There was no report of patient injury associated with the event.